Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID neu_stimloc_acc lot# serial# unknown implanted: explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the surgery had to be done twice. This was clarified. The patient stated that ¿apparently the anchor came off so they had to take everything out and do it over again.¿ it was stated to ¿be awful.¿ additional information from the health care professional (hcp) was received on 2016( B)(6) reporting that the issue was that the anchor was not sutured on properly and detached from the fascia. It was not an issue with the anchor itself. The anchor came off the 1st week of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.